Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump had a cracked display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a compromised force sensor system alarm. He also stated his insulin pump was not recognizing the reservoir. The customer's blood glucose was 167 mg/dl. He also reported insulin was squirting out during a manual prime. The customer did not drop or bumped his insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.